Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vein below the left knee. After crossing a non-bsc guidewire, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device and no complications were reported.